Event description:
Leica biosystems was contacted with a complaint of tissue being diffcult to diagnose, severely dehydrated. On (B)(6) 2022, the assigned leica biosystems field applications specialist documented that a number of patient slides were not diagnosable. As of 26 may 2022, leica biosystems has not received any further information regarding the specific number of undiagnosable patient cases or the final patient outcomes and/or interventions or procedures required. Patient identifier information for the undiagnosable case(s) has not been received by leica biosystems to date.